Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and severely scratched display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and also battery out limit after the battery was removed. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 295 mg/dl at the time of the incident. The customer stated that exposure to moisture was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high blood glucose level and battery out limit. The insulin pump will be returned for analysis.